Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a gradual rise in thresholds as a result of sarcoidosis and steroid therapy. The pace/sense portion of the lead was capped, a previously implanted pace/sense lead was reconnected, and the defibrillation portion remains in use. No patient complications have been reported as a result of this event. The patient was noted to be part of the system longevity study (sls).